Event description:
During cardiac cath the physician could not get the stent to open the right coronary artery. The whole stent came off the balloon. The guide catheter may have been too small or defective. 6/19 a right angiogram and cab was completed, the area was bypassed and the stent was left in pt's right coronary artery.